Manufacturer narrative:
Date sent: 10/3/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during cholecystectomy could not change the clip and it came off. Another device was used to complete the case. There was no adverse consequence to the patient. Device will be returned.